Event description:
User reported loud pop and smell of smoke while pump was connected to a patient and then unit shut down.

Manufacturer narrative:
One of pump assemblies was damaged. The company representative replaced the blown fuse and the power supply. In addition, the company representative performed the six months pm. The unit was tested to factory specification. It functioned normally and was returned to the customer.